Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. Health effect - clinical code - f1005 overdose.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient stated they felt that their blood sugar was low so they ate candies and drank juice. They stated the cgm was displaying a high reading of 300 mg/dl so they treated themselves with insulin after dosing insulin, the patient was taking a shower and collapsed due to hypoglycemia. The patient's sister found the patient and called for an ambulance. When paramedics arrived, they checked the patient's bg and it was 26 mg/dl. It is unknown what the cgm was displaying during this time. The paramedics gave the patient a shot of glucose and the patient regained consciousness. The patient was transported to the hospital and upon arrival, they gave the patient another shot of glucose. The patient stayed at the hospital for one day and was observed for 6 hours. Before being discharged, the patient's blood glucose values were in normal range. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.